Event description:
It was reported by the customer that pyxis anesthesia system had failed storage spaces and displayed an error message as device not detected on bus and required multiple reboots to recover. This malfunction caused a delay in dispensing medication prior to the start of the procedure. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-dec-2021 to 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found from the system logs. A technical support specialist checked device logs and found no issues with the drawer performance. Further they mentioned that, as rebooting the station was not a permanent solution, they had advised the customer to get a field service technician to verify on the hardware of the system. Field service team or other group (other than tsc) resolved issue, and no information was provided on how the issue was resolved.